Event description:
The advia centaur at the gribbles pathology lab in a foreign country reported a psa result of 3.90 ng/ml on a pt, which was within the laboratory's age-related reference range of less than 4.51 ng/ml. The pt questioned the 3.90 ng/ml result and indicated that his psa measurement from other labs, gave results of greater than 6 ng/ml (abnormal). The initial sample that read 3.90 ng/ml was analyzed on another instrument (not an advia centaur) and it gave a result of greater than 6 ng/ml. The sample was then evaluated for cpsa and the results indicated a % free psa of less than 1, which is consistent with a high probability of malignancy. As a result, the physician has recommended that this pt have a prostate biopsy. There is no evidence of system malfunction and siemens diagnostics requested a sample from this pt to further evaluate and determine the cause for the lower result. The laboratory cannot provide us with a sample from this pt. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Because there was no evidence of system malfunction and we are unable to eval a sample from this pt, we cannot determine the cause for the alleged low sample result.